Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder procedure, some of the black plastic insulator covering of a mitek vapr s90 electrode came off around the device's distal area and fell into the body. They do not know if all was retrieved, however, the repair was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility.

Manufacturer narrative:
Forty-five days have passed since this issue was reported to us, and nothing is being returned, which precludes conducting an evaluation. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.